Manufacturer narrative:
Actual device evaluated by simulated use testing, which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Tested 4 probes. All froze up the shaft. Doctor switched to a 2.4mm probe and completed the case. Complaint 3 of 4.